Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the clip arms were misaligned and the catheter was kinked along of its body. Microscope examination was performed and it was confirmed that the activations had been performed. It was observed that the bushing had some hits in its hooks and one of the bushing tabs was observed to be rounded. Dimensional analysis was performed on the outside diameter of the bushing to further analyze the deployment issue, and it was observed to be out of specification. A further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were confirmed to be out of specification. Additionally, x-ray analysis was performed on the device, and it was confirmed that no discernible defects were found and no other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Additional information: b3, b5, d4, g1, h4

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the left colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was pulled off by force and came off the tissue, causing some bleeding. The procedure was completed with five more resolution 360 clip devices. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2020*** it was reported that the procedure was performed on (B)(6), 2020.

Manufacturer narrative:
(B)(6). Date of event was approximated to (B)(6) 2020 as the event date is unknown. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the left colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was pulled off by force and came off the tissue, causing some bleeding. The procedure was completed with five more resolution 360 clip devices. The patient condition at the conclusion of the procedure was reported to be stable.